Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found no tamper seals removed and the device was observed to be in good physical condition. To conduct functional testing the device was powered up. Upon power up it was revealed to have a system fault error code 112 on the screen display. The drive rod and e-clip are worn and loose. It slipped while running, causing the error code 112. To address the issue, the drive rod, and the rear housing (as e-clip comes with it) were replaced. The product is beyond 9 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during testing, the device presented call service alarm. There was no patient involvement.

Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.